Event description:
Device malfunction: clip caught the distal end of the exchange sheath. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician in training in the use of the starclose device attempted arteriotomy closure of the right femoral artery, after an interventional procedure. Reportedly, after firing the clip the device was difficult to pull back. After removal, it was noticed that hemostasis was not achieved and the clip was caught on the distal end of the exchange sheath. The sheath appeared to be stretched over the vessel locator wings. Hemostasis was achieved with manual compression. There were no reported patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The device has been received. Investigation is not completed.